Manufacturer narrative:
The device with sn (B)(6) involved has been returned by the biomedical equipment engineering of the deborah heart and lung center and received by the manufacturer on 2024-08-05. During initial visual inspection marginal mechanical defects was found which would not explain the reported behavior. The pacemaker was fully tested and worked according to its specification. No evidences could be found for any defect. The device was subjected to a long-term temperature cycling test with monitored pacing activities. An attempt was made to provoke the described defect over a period of 140 hours. The pacemaker ran without interruptions or shutdown and showed no signs of a defect. The initial reporter has been contacted in order to receive more details about the circumstances or other important details which could explain what possibly has happened. Until the day of this report no further information have been given. The device history records of this sn has been reviewed and it could be confirmed that the device has passed all in-process and final tests during production on 2022-11-16. Possible reasons for unintended shut off could be: unrecognized low battery alarm, some sources of radiated emissions may have impact the proper function of the pacemaker, such as electrosurgical instruments working with radio frequency, devices for diathermy therapy, magnetic resonance imaging (MRI), medical telemetry systems. An hidden component failure defect on the printed circuit boards could also not be excluded.

Event description:
It was reported by the health professional biometical equipment engineering 30-jul-2024: the external pacemaker pace 203 with sn: (B)(6) inadvertently turned off while in use. Bio med engineer could not reproduce the behavior. The incident did not cause any harm for the patient according to the healthcare professional.